Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman access system (was) and the device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed sheath kinks located 13cm, 16cm, and 44.5 cm from the strain relief, and tip damage (flattened/delaminating). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 09feb2018. A left atrial appendage procedure was to be performed. A watchman® access system was selected. Two attempts were made to deploy two different 30mm watchman ® laa closure devices, but the laa was too large and the closure devices sizes were inappropriate. They were unable to complete the procedure. No patient complications were reported and the patient status is stable. Device analysis revealed inner liner delamination.